Event description:
The customer described the electrosurgical generator went into an error code when using with the bipolar footswitch. When the footswitch was tested, it was found to self-activate. No patient injury occurred.